Event description:
The customer reported that there was a short circuit in their m8033c display due to internal power supply defect. This prompted an evacuation of the neonatal ICU. No patient or user harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.